Event description:
A screw broke during insertion. All implants used during the procedure were extracted. The surgery was completed with backup implants. The tip of the damaged screw remained in patient's body.

Manufacturer narrative:
Investigation in progress but not yet complete.